Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was failed calibration in an arctic sun device and low flow rate (1.4) through functionality test glitch in screen when in use. Per review of wo on 05may2025, no patient was injured or harmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was failed calibration in an arctic sun device and low flow rate (1.4) through functionality test glitch in screen when in use. Per review of wo on 05may2025, no patient was injured or harmed. Per follow up information received via mail on 26may2025, device will be sent in for a bd-approved facility for evaluations. The patient was rebooked, and the procedure was carried out with a different device. Control panel to be replaced. No patient involvement.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There was no patient involvement. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk acceptable; therefore, this event is not reportable. The reported issue was confirmed. The root cause identified is a failed control panel. The device was evaluated upon receipt. Unit got flickering control panel. Replaced control panel. Passed calibration, est, fv. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Initial reporter zip: (B)(6). Correction: e, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was failed calibration in an arctic sun device and low flow rate (1.4) through functionality test glitch in screen when in use. Per review of wo on 05may2025, no patient was injured or harmed. Per follow up information received via mail on 26may2025, device will be sent in for a bd-approved facility for evaluations. The patient was rebooked, and the procedure was carried out with a different device. Control panel to be replaced. No patient involvement.